Event description:
A malfunction alarm labeled malf 12 was reported, and customer support assisted in resetting the pump. The impact on the customer's blood glucose level was unknown or declined to be answered. After the pump was reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to report any future issues.